Event description:
It was reported that the rx trek balloon dilatation catheter (bdc) was used to successfully predilatate a lesion in the mild to moderately calcified, distal ramus coronary artery, using one inflation at 10 atmospheres. No contrast leak was seen.the bdc was pulled back to treat a second lesion in the proximal ramus. Upon attempted first inflation below nominal pressure, the contrast was immediately seen exiting the balloon, due to a pinhole. The bdc was removed without difficulty and dilatation was completed using an nc trek. There was no resistance during rx trek advancement or removal. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood on the loosely folded balloon and on the shaft and contrast in the inflation lumen and in the balloon. This is consistent with device preparation, use of the catheter in the patient anatomy and balloon inflation. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 70 centimeters. An indeflator, filled with water, was used in an attempt to pressurize the balloon and the balloon did not pressurize. After the catheter was left pressurized to dissolve the contrast in the inflation lumen, the balloon was pressurized with no damage noted to the balloon and fluid was observed leaking at the distal end of the distal seal. There was an appearance of scratched material at the distal end of the distal seal .5 millimeter above the leak which is an indication of a balloon interaction with the lesion or accessory device. It was most likely that the balloon interacted with the reported moderately calcified lesion such that balloon material weakened and ruptured upon additional inflation attempt. The hypotube bends most likely occurred during the procedure or during packing the device for return as there was no report of any damages during inspection prior to use. During manufacturing, in-process testing, such as 100% visual inspection for damages/proper balloon fold, and destructive testing to verify proper balloon deflation, met specification. To ensure that all products perform according to specification, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. Review of the finished device lot history record revealed no nonconforming material records associated with this lot, indicating that all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.